Event description:
It was reported that this right ventricular (rv) lead exhibited rising thresholds. This lead was surgically abandoned. A new lead was placed. No additional adverse patient effects were reported.